Event description:
Customer reports obtaining a result of 103 mg/dl on his device while a lab comparison read 51 mg/dl. The tests were reportedly performed within 10 minutes. No action was taken based on device results and no adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.